Manufacturer narrative:
Efforts to obtain additional information from the site have been unsuccessful. The subject broken parts have not been made available and may have been discarded at the site. A follow up report will be submitted if any further information becomes available.

Event description:
The site reported the following information to a bayer service representative: the stellant d injector head (system s/n: (B)(4)) disengaged from the mounting structure and came in contact with a technologist's head. Photos provided by the site to bayer illustrate a compromised knuckle assembly. Multiple attempts to obtain additional information and product from the alleged incident have been unsuccessful as the site has not responded to these requests.